Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump's battery lasting less than 1 week and cosmetic damage at the serial number. Pump successfully downloaded traces and history file using thus. Pump passed self test and displacement test. However, unit received with unexpected battery power loss and had high sleep and active currents. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly(pcba 1) board. Low battery alerts confirmed in the pump history on (B)(6) 2021 at 10:23pm and on (B)(6) 2021 at 10:17am. Therefore, battery change occurred in less than 1 week. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, and missing serial number label. In summary, customer allegation for pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current and active current measurements due to moisture damage on the pcba 1 board. Cosmetic damage was confirmed where missing serial number label was noted.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated it was not second occurrence of replaced battery alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The customer will discontinue use of the device.